Event description:
Customer reported the needle free smartsite valve was in the open position. The customer stated the open smartsite valve was identified during priming of the IV administration set with propofol and the medication started to leak from the smartsite valve. The product was not used on a pt. No pt harm reported. The IV administration set was received. A follow up report will be filed, upon completion of the investigation.